Event description:
After a pump exchange on (B)(6) 2013, the pt continued to experience clinical signs and symptoms of hemolysis and pump thrombosis. A CT scan revealed an outflow graft obstruction and/or kinking. The pt returned to the operating room for an outflow graft exchange.

Manufacturer narrative:
It was reported that the outflow graft was disposed of. Reports of disconnection of the bend relief from the sealed outflow graft have been addressed through the MFR's corrective/preventative action system, updated device labeling, an urgent medical device correction notice (2916596-2/24/12-001-c) and a sealed outflow graft bend relief collar (sobr collar) used to secure the bend relief to the sealed outflow graft and increase the assembly's resistance to forces that would tend to dislodge the bend relief. This design modification was approved in a PMA supplement and has been implemented. No further information is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.